Event description:
Caller reported that the insulin gauge was displaying an unexpected amount. The recorded insulin level showed 60 units, whereas a higher value was expected, indicating a discrepancy. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by guiding them through the process of filling and loading a new cartridge and attempted a 10.2 unit bolus to update the insulin estimate. As a resolution, it was decided that the pump would be replaced, although the affected cartridges were unavailable for return.